Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Performed service and repair functions. Reviewed service history. Attach box label,and electrical safety. The unit was evaluated and the reason for return (roller splitting tubing) could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. Replaced worn fingers on complete pressure adjuster (preventive maintenance) with tip replacement kit. Device history record could not be performed since the lot provided was produces prior to the closure of the fms facility in nice, france. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that after an unspecified surgical procedure, it was observed that the tubing was split by the roller on the 4580 fms duo+ pump/shaver combo device that resulted in a puddle on the floor. It was further reported that the issue was on the outflow side. There was no delay in the surgical procedure as an identical spare device was used to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.